Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. Manufacturer phone number: (B)(4). Device evaluation: product evaluation cannot be performed as the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had rotation of approximately 10 degrees. The study patient's pre-op best corrected distance visual acuity (bcdva) left eye (os) was 20/40. Uncorrected visual acuity os at the 1-day postoperative visit: 20/40. Subject reported no visual symptom complaints in this visit. Outcome doesn't significantly interfere with the patient's regular activities. At the 1-week study visit uncorrected visual acuity (va) os was 20/25, manifest refraction os was +0.50 -0.50 x076, best-corrected va os was 20/20. Patient¿s only visual symptom complaint was ¿color distortion¿. Subject to return for the 3-month study visit. No surgical intervention is planned at this time. It was learned that the complaint study was based upon a subjective estimate made by the investigator from a slit-lamp measurement. For this study, independent analysis of the iol photos taken at each visit. These are objective measurements of the actual iol axis. Based on this objective measurement, the actual amount of iol rotation for the subject below is less than 01 degree. There is still no surgical intervention planned. The subject is continuing in the study. There is no further information provided.